Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause is unknown; a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. However, complaints of a similar nature have been received and an internal investigation has been opened to address this issue; the root cause is thought to be design related. (B)(4).

Event description:
A customer reported that during three procedures, the cannula did not lock in the eye. The non-valved trocar cannulas did not provide a firm fit with the infusion cannula. The cases were able to be completed with no reported harm to the patients.